Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign objects on the plastic distal end cover; that due to clogging of nozzle, water removal ability does not meet the standard value; that due to clogging of nozzle, water supply volume does not meet the standard value; and, that due to clogging of nozzle, air supply volume does not meet the standard value. There was no report of patient involvement.